Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on the radius, crease fold and underweight. A visual and micro analysis was performed which identified: crease sharp opening, stress marks and wear abrasion. Based on the device analysis the final assessment is: sharp crease opening on the radius, assessed as, a fold flaw opening. Additional, corrected, and/or changed data: b.7, d.1, d.2, d.4, d.10, g.5, h.3, h.4, h.6.